Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
T the devices associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All mechanical properties were reviewed and they were all within specification. Review of the device history records for the cement found no non conformances on this batch; final micro and sterility tests passed. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix d. No additional information obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the glenoid component at the cement/implant interface. Depuy cement was used at the time of original implantation.